Event description:
It was reported by the patient that the patient had intermittent chest pains, diaphragmatic stimulation and the patient's heart rate increased with any movement. Follow up information was received noting that there were no allegations against the device system, however, the lead and device were reprogrammed to alleviate the patient's symptoms and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.